Event description:
Conical tip snapped off the end of the extractor. Used a diamond tipped bur to bur down the protruding part and left the screw in. There was no delay or medical intervention as a result of this event.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.